Manufacturer narrative:
Customer reported that a pyxis anesthesia es system did not issue a restock request message causing a delay to patient care. Customer did not provide a timeframe for the delay. The anesthesiologist was able to obtain the required medications, fentanyl 100 mcg/2ml and fentanyl 50 mcg/1ml (5 ml vial) from the pharmacy. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and could not find a cause for the reported issue. The device was communicating during the stockout events. Customer complaint was escalated to a product support specialist for further investigation, no issues were found

Event description:
Customer reported that a pyxis anesthesia es system did not issue a restock request message causing a delay to patient care. Customer did not provide a timeframe for the delay. The anesthesiologist was able to obtain the required medications, fentanyl 100 mcg/2ml and fentanyl 50 mcg/1ml (5 ml vial) from the pharmacy. Patient or user harm was not reported.